Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5159536.

Event description:
It was reported that the patients leads had migrated. The patient underwent a procedure wherein the leads were replaced and that the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patients leads had migrated. The patient underwent a procedure wherein the leads were replaced and that the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned. Additional information was received that the patient was experiencing inadequate stimulation due to lead migration.